Event description:
Over past few months, flight staff report that the lifepak 12 has had intermittent problems with power pack batteries not registering on the monitor screen. Bio-tech has replaced batteries and boards and intermittent problem continues. Problem occurred while flight was on a patient transport. No harm to patient as a second battery is carried on every flight and was used. The battery has a box with a stated charge level. Each battery is rotated through a charger. The battery that failed had been replaced prior to this incident. Staff questions reliability of battery pack.